Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was broken at the distal idler pulley. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sigmoid colectomy surgical procedure, it was noted that the cable snapped and separated on the double fenestrated grasper instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.